Manufacturer narrative:
The device has not been rec'd by this MFR so an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs at this time.

Event description:
Surgeon was using the loop in lsh and once the loop was placed around the uterine isthmus, the wire loop broke. She has a concern of live wire swinging around within the pt's abdominal cavity. Potential, unintended, tissue burn.